Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bleeding .there was no alleged device malfunction contributing to the irritation. There is no indication of medical intervention. Outcome of the irritation is unknown .

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication of medical intervention. Outcome of the irritation is unknown.